Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during prep outside of patient anatomy, after flushing a 4.0x20x135 xpert self-expanding trans-hepatic biliary stent system per the instructions for use, prior to use, it was noted that the stent had partially expanded (was flowering) out of the sheath. The xpert stent was not used in the patient. Another same size xpert was used without issue to complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.